Manufacturer narrative:
Method: device not returned, follow up conversation with company rep.

Event description:
It was reported that a physician implanted an x-stop device into a pt. Reportedly, the device migrated. The pt experienced return of lumbar spinal stenosis symptoms. Six months later, the pt required pain management. No additional intervention was reported.